Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a piece of the usb cable appeared to have "melted" into the usb port of the pump and was lodged inside the usb port, causing the customer to be unable to charge the pump battery. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.